Event description:
During an endoscopic hemostasis procedure for gastrointestinal bleeding in the stomach, the physician used a cook hemospray endoscopic hemostat. Co2 cartridge was activated but the flow to spray was very low so it released only a very minimum of powder to the bleeding area. The physician tried to apply hemospray with the first system (w4630245) but there was no co2 flow [cook reference 407531 - unable to spray- captured in separate report]. Therefore they tried a second system but flow was the second system (w4737385) was too low to apply the powder [cook reference 407532 - inadequate spray-subject of this report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open plastic tray without lid stock. A lot number was not provided with the returned device. Our evaluation of the product said to be involved could not confirm the report as it was described. All components were not included in the return (only 1 catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No powder was observed within the device nozzle or on the outside of the device. No powder was observed within the catheter returned. When tested as returned the device did not spray. The co2 cartridge did not discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob a small burst of powder exited the device when switched to the "on" position. Following this, the device sprayed as intended with and without the returned catheter attached. Following deactivation, a small amount of dry ice was noted on the bottom of the regulator. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.